Manufacturer narrative:
Postal code - (B)(6). Email - (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported intracapsular rupture revealed by MRI. This record relates to the left side. The device remains implanted.